Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by hazy pd effluent. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized and not treated with antibiotics for the event. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b7 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b7. B5: upon follow up, it was reported that the peritonitis was manifested by loose motion. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.